Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 3.1 with pocket e4 failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 3.1 failed and the drawer position sensor was not showing the drawer position when opened. A new sensor did not fix the issue, and it was also found that the drawer was hard to open due to failing drawer rails. A field service engineer removed the pocket from the old drawer, replaced the drawer, and installed all of the pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.